Manufacturer narrative:
(B)(4). Batch #: 613a23. Additional information was requested and the following was receive: is the current patient status known? Patient discharged to home. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)-none reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. No reload was returned for analysis. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during the lap nephrectomy procedure, the surgeon reported the device was difficult to close, but did close on target tissue. The device would only fire part way, and would not finish firing. The device was very difficult to remove from tissue and required extreme force to open jaws. The procedure was delayed by ten minutes. They pushed the closing trigger forward and replaced the device with the powered echelon. The procedure was completed.